Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore on the patient's chest incision from open heart surgery that became infected while wearing the lifevest. The patient reported that the garment felt too tight. The patient went to his doctor to treat the irritation and had put gauze between the hooks of the garment to help protect the incision. The outcome of the irritation is not known. Patient is in the care of his doctor.